Manufacturer narrative:
The field service engineer (fse) noted the fluid leak contaminated most of the amtc module and peltier. The fse replaced the amtc module and removed the dried clenz material from inside the peltier fan and resolved the issues. The fse adjusted the mechanical alignment of the module to the aspirate probe. The fse performed probe alignment offset procedure for the module and mix chambers. The fse verified the cassette and manual presentation tube alignments. The fse primed the volume conductivity scatter (vcs) module and performed a short system shutdown. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to a faulty heater block which contributed to the amtc module and peltier fan leakage. (B)(4).

Event description:
The customer reported an unknown amount of clenz cleaning solution leaked from the air mix temperature control (amtc) module involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no report of operator injury or adverse effect associated with this event. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.